Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic examination found that the main coil was kinked. The cathode was found to be broken off the proximal end of the delivery wire. The delivery wire was bent. At the proximal end of the delivery wire, the firm coil was broken approximately 15 winds from the main junction. No anomalies were noted to the main junction. From the information available and the investigation it is most likely that operational context was the cause of the reported event.

Event description:
Analysis of the returned device found that the pusher wire was broken. There was no reported clinical consequence ot the patient.